Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photo received for investigation, upon observation shows one 20 ml syringe with paper attached to the seal possibly due to poor opening. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The peel apart during process frequency and the quality inspection are in accordance. During the documentary review, no records of quality events were found that could give rise to a defect reported by the client. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. Root cause description: the only probable cause is for lack of knowledge of the opening by the customer since the paper that is used is medical grade by direct seal, there are 2 opening techniques for blister with direct seal described below: "opening with knuckles roll" is considered when a syringe or hypodermic needle opens in a sterile area. To open the blister, first the ¿peel apart¿ should be taken with both hands, each tab should be handled between the thumb and index fingers. The blister should be taken with the paper in the left hand and the film in the right hand]. Then, the blister should be opened with both hands equally with the product (syringe or needle) at the beginning of the opening. It should be opened with one movement in a moderate speed, moving both hands in opposite direction and simultaneously while keeping the small finger together (this causes the package to roll over the knuckles), making the same strength for opening both materials. "Straight pull" to open the blister, first the paper tab should be taken with the left hand. With the right hand, take the film tab and pull straight in the opposite direction. Rationale: corrective and preventative action has been opened with CAPA# (B)(4) to investigate this failure mode.

Event description:
It was reported that the packaging on the bd luer lok¿ syringe tore while opening it during use, discarding paper shards in the sterile operating room. The following information was provided by the initial reporter: "they're having issues with the peel pouch paper tearing and its causing these to be discarded in the or setting."